Event description:
During a dilation procedure, a cook hercules 3 stage balloon was used in the esophagus. The balloon was inflated with water but it broke and leaked. Another balloon was opened and used to complete the procedure. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: during a visual examination, we confirmed the catheter has broken near the balloon catheter joint. The catheter does not exhibit any stretched areas. The damaged area is preventing inflation of the balloon. No other observations were noted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to catheter damage is inadequate lubrication with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Damage to the catheter can occur if the device experiences excessive pressure. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.